Manufacturer narrative:
Transmitter end of life ends the sensor session as well. When customer removes the transmitter, the customer must remove and replace the sensor as well (due to having to remove the transmitter from the sensor pod). Customer would not get readings when this happens. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a low transmitter battery/countdown alert. Customer was unsure of how long the transmitter had been in use, but reported less than 3 months. Customer did not change transmitter and did not monitor blood glucose after countdown alert was received. Customer subsequently experienced a high blood glucose (bg) level of approximately 900 mg/dl as well as diabetic ketoacidosis. Customer went to the emergency room on (B)(6) 2020 (event date approximate) and put on an insulin drip. Customer was ultimately hospitalized and bg was treated with intravenous fluids. Reportedly, the customer was released 3 days after admission with the issue being resolved and no permanent damage. Tandem technical support (tts) urged customer to call tts should any issues arise with the pump and/or supplies, and encouraged the customer to speak to health care provider about obtaining a bg meter.